Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h10. Additional information: e1(event site postal code - (B)(6)). It was reported that during daily inspection and detected that the cardiosave intra-aortic balloon pump (iabp) had vacuum low signal. No patient involvement and no harm reported. A getinge field service engineer(fse) reviewed and all tests and functional tests are carried out, there is a leak in the pim that is corrected by extracting the pim and collecting it.the pim test is passed again several times and it works correctly. Equipment suitable for clinical use.

Event description:
It was reported that during daily inspection by a biomed, the cardiosave intra-aortic balloon pump (iabp)it was detected that a low vacuum signal appeared. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.